Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was moderately calcified, mildly tortuous and 90% stenosed. The 3.5x15mm nc trek neo was advanced to the lesion and inflated twice to 12 atmospheres. Negative was held for about 20 seconds and the balloon slowly deflated, but failed to completely deflate. The device was removed without issue, partially inflated. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new nc trek neo was used to continue the procedure. No additional information was provided.